Event description:
It was reported that an episode was stored as supraventricular tachycardia but the clinician thought it should have been stored as a ventricular tachycardia episode. The stability feature withheld ventricular tachycardia detection due to highly variable ventricle- ventricle intervals occurring during the episode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.